Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The customer states that the chair unstable, wobbly and drifts from right to left, there are issues with the armrests/arm pads, she also has to jiggle the button for the recline mechanism.

Manufacturer narrative:
The device was evaluated by the returns department which found that the hair drifts to the left and the vinyl on the right arm pad is peeling.

Event description:
The customer states that the chair unstable, wobbly and drifts from right to left, there are issues with the armrests/arm pads, she also has to jiggle the button for the recline mechanism.